Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: drive unit failure; additional text: driveline fx; specific component(s) involved: driveline malfunction; additional text: driveline fx; other component: causative or contributing factor: no specific contributing cause identified; other cause: intervention(s): replacement of pump; other intervention: implant device type: lvad; malfunction device type:.